Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A-1108 triad skull clamp slipped on a pt. The pt was lacerated by the slip. Add'l info has been requested.